Event description:
It was reported that the event occurred in the cvor (cardiovascular operating room). The intra-aortic balloon (iab) was inserted via a sheath into the pt's femoral artery. Upon initiating pumping a high pressure alarm occurred. At this time, the staff checked for a kinked catheter. Blood was noticed in iab tubing. The iab was removed and another one inserted without incident. The perfusionist said pt did not suffer any complications as a result. There was no reported pt death or injury. Medical/surgical intervention was required and is described as the removal of the iab and replacement with another iab. The second insertion was successful and there were no reported pt complications. The pt outcome is listed as ok. Add'l info was received on (B)(4) 2012, from the sales rep stating the second iab was inserted via the same insertion site and the same console was used for iabp therapy.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.